Event description:
It was reported that during a moderately calcified circumflex artery stenting. A non-abbott stent was placed, but fluoroscopy of the stent felt that it would be too long and the device was removed without issue. A 4.0 x 15 vision was advanced and deployed at the lesion; however, the desired result was not visualized by fluoroscopy. It was confirmed by ivus that no stent was present in the lesion. The stent was not located in the pt anatomy. A second non-abbott stent was used to complete the procedure. There was no pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) is consistent with the reported preparation and the sds advancement into the pt anatomy. The stent was dislodged from the balloon and not returned, confirming the reported info. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible the stent dislodged during removal of the protective sheath; however, this could not be confirmed. It was reported the stent dislodgement was not noted until after the stent was thought to be deployed in the lesion. It should be noted in the rx vision instructions for use (IFU) it states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted multiple bends in the hypotube. Since this damage was not reported in the incident info, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.